Event description:
Device 1 of 2: reference MFR report: 1627487-2013-06420. It was reported during the trail period the pt felt the stimulation was not working well. An sjm representative met with the pt for reprogramming and found the pt would experience a pressure sensation with most contacts. The physician determined the lead (device 1) had migrated and was causing muscle stimulation. The physician replaced the lead with a new one. The new lead (device 2) was tested on the operating table and the pt felt effective stimulation, however, when the lead was programmed post-operative only partial coverage could be captured. It was found under fluoroscopy examination that the lead had migrated. The physician decided to replace the lead with a new one due to sterility concerns. The pt was programmed with the third lead used and effective stimulation was obtained.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.